Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer repeated the sample from (B)(6) 2016 (sample ID: (B)(6)) on this instrument (s/n: (B)(4)) and obtained an acceptable result. A siemens technical application specialist was dispatched to the customer site. The tas performed precision testing, which was acceptable. The cause of the discordant, false non-reactive cmv igg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer obtained a discordant, false non-reactive igg antibodies to cytomegalovirus (cmv igg) result on one patient sample on an immulite 2000 xpi instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting reactive. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false non-reactive cmv igg result.

Manufacturer narrative:
The initial MDR 2247117-2016-00081 was filed on november 28, 2016. Additional information (11/30/2016): a siemens headquarters support center (hsc) specialist reviewed the instrument data. The instrument data showed level sense discrepancies in the reagent wedge. The cause of the (B)(6) result on one patient sample is unknown.